Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer's returned sample does not provide any additional evidence of why the consumer was allegedly burned by the wrap. It was reported that the sample was returned to the manufacturer and further investigation was not required. Final confirmation status was reported as not confirmed.

Event description:
Event verbatim [preferred term] burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/ red marks on part of my shoulder/burn to left shoulder [thermal burn] , burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/the skin had come off [skin exfoliation] , swelled her shoulder [joint swelling] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) black female patient non-pregnant, no post-menopausal, started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device lot number n59796, expiration date jun2019) from (B)(6) 2017 at an unspecified dose for shoulder pain. Medical history included work injury. There were none concomitant medications. She had been using thermacare for more than 5 years and did not experience the same problem/symptom during previous use. She did not previously use other heat products for pain relief. The consumer said that the thermacare joint pain therapy heatwrap burnt her skin after wearing it for 6 hours on (B)(6) 2017. She noticed the burns on her shoulder after removing the heatwraps on (B)(6) 2017. Thermacare joint pain therapy heatwrap burnt a piece of her skin off of her shoulder, it left burn marks on her skin, and swelled her shoulder on (B)(6) 2017. The burn marks were about the size of the thermacare cells, and one of the cells literally burnt her skin off. She had a picture of the burn. She removed the patch, she had red marks on part of her shoulder and burn on the same shoulder were the skin had come off. Burn to left shoulder. She said that she would have an appointment with the company physician on (B)(6) 2017 for the burn. Later she reported that she did not consult a healthcare professional for the problems/symptoms. No treatment or recommendation was given. The consumer said that she couldn't even put on a shirt to go to work. No relevant tests to report. The patient was not hospitalized for the events. The consumer classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 2 hours. She read the usage instructions on thermacare before she used the product. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The burn to left shoulder lasted 10 days. The outcome of the event burn to left shoulder was recovered in (B)(6) 2017. The outcome of other events was resolved in 2017. The consumer thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (22mar2017): new information received from a contactable consumer includes: product start date, stop date, medical history, events onset date, stop date, outcome. The patient was not hospitalized for the events. Follow-up attempts are completed. No further information is expected. Follow-up (22mar2017): this contactable consumer reported by way of consumer questionnaire. This female patient started to use thermacare heatwrap advanced joint pain therapy on her left shoulder on "(B)(6) 2017". She discontinued to use thermacare heatwrap after using it for 6 hours directly on the skin of her left shoulder on (B)(6) 2017. Alternatively it was reported that the patient used thermacare heatwrap for 4 days. It was reported that she checked her skin frequently while using thermacare heatwrap. Follow-up (31mar2017): this contactable consumer reported by way of consumer questionnaire, reportum and product summary investigation results. This female patient used thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device manufacture date: 19jul2016, ndc: (B)(4)) red color box from (B)(6) 2017. It was reported that the product was used directly on skin and checked skin frequently. It was not heated the wrap in microwave and neither reheated at all during usage. The investigation results revealed on (B)(6) 2017 which includes the visual inspection of a retain sample included one carton and the four pouched wraps inside and shows no obvious defects. (B)(4) retain sample inspection form documented the retain evaluation performed on (B)(6) 2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation (burn) received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the five day run report a total of 158 wraps tested for individual cell temperature, wrap average temperature and individual wrap temperature. All wraps met the required temperature in process limit. A total of 6000 pti (pouch leak) tests were performed with 26 failures. Pouch leak maximum acceptance limit for a sample size of 5950 pti tests is 109 failures per (B)(4) single sampling plan extension for thermacare pouch leak test, effective date (B)(6) 2017. There were no wrap attribute or variable defects recorded for the batch. There were no pack attribute defects recorded for the batch. The shift production record was reviewed, there were no abnormal occurrences during the manufacturing of this batch. There are no known site investigations associated with this batch involving wrap temperatures. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer's returned sample does not provide any additional evidence of why the consumer was allegedly burned by the wrap. It was reported that the sample was returned to the manufacturer and further investigation was not required. Final confirmation status was reported as not confirmed.

Event description:
Event verbatim [preferred term] burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder [thermal burn], burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder [skin exfoliation], swelled her shoulder [joint swelling]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) black female patient non-pregnant, no post-menopausal, started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device lot number n59796, expiration date jun2019) via an unspecified route of administration from (B)(6) 2017 at an unspecified dose for shoulder pain. There were no medical history and concomitant medications. She had been using thermacare for the last 3 to 4 years and did not experience the same problem/symptom during previous use. She previously used other heat products for pain relief months ago for about 2 to 3 weeks, and did not experience the same problem/symptom during previous use. The consumer said that the thermacare joint pain therapy heatwrap burnt her skin after wearing it for 6 hours on (B)(6) 2017. She noticed the burns on her shoulder after removing the heatwraps on (B)(6) 2017. Thermacare joint pain therapy heatwrap burnt a piece of her skin off of her shoulder, it left burn marks on her skin, and swelled her shoulder on (B)(6) 2017. The burn marks were about the size of the thermacare cells, and one of the cells literally burnt her skin off. She had a picture of the burn. She said that she would have an appointment with the company physician on (B)(6) 2017 for the burn. No treatment or recommendation had been given yet. The consumer said that she couldn't even put on a shirt to go to work. No relevant tests to report. The consumer reported that her skin tone was fair. She did not have sensitive skin. She did not have any abnormal skin conditions. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare. She read the usage instructions on thermacare before she used the product. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was not recovered. The consumer thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "burn and burnt a piece of her skin off of her shoulder" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "burn and burnt a piece of her skin off of her shoulder" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/red marks on part of my shoulder/burn to left shoulder [thermal burn], burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/the skin had come off [skin exfoliation], swelled her shoulder [joint swelling] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6)-year-old black female patient non-pregnant, no post-menopausal, started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device lot number n59796, expiration date jun2019) from (B)(6) 2017 at an unspecified dose for shoulder pain. Medical history included work injury. There were none concomitant medications. She had been using thermacare for more than 5 years and did not experience the same problem/symptom during previous use. She did not previously use other heat products for pain relief. The consumer said that the thermacare joint pain therapy heatwrap burnt her skin after wearing it for 6 hours on (B)(6) 2017. She noticed the burns on her shoulder after removing the heatwraps on (B)(6) 2017. Thermacare joint pain therapy heatwrap burnt a piece of her skin off of her shoulder, it left burn marks on her skin, and swelled her shoulder on (B)(6) 2017. The burn marks were about the size of the thermacare cells, and one of the cells literally burnt her skin off. She had a picture of the burn. She removed the patch, she had red marks on part of her shoulder and burn on the same shoulder were the skin had come off. Burn to left shoulder. She said that she would have an appointment with the company physician on (B)(6) 2017 for the burn. Later she reported that she did not consult a healthcare professional for the problems/symptoms. No treatment or recommendation was given. The consumer said that she couldn't even put on a shirt to go to work. No relevant tests to report. The patient was not hospitalized for the events. The consumer classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 2 hours. She read the usage instructions on thermacare before she used the product. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The burn to left shoulder lasted 10 days. The outcome of the event burn to left shoulder was recovered in (B)(6) 2017. The outcome of other events was resolved in 2017. The consumer thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from a contactable consumer includes: product start date, stop date, medical history, events onset date, stop date, outcome. The patient was not hospitalized for the events. Company clinical evaluation comment: based on the information provided, the event "burn and burnt a piece of her skin off of her shoulder" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event "burn and burnt a piece of her skin off of her shoulder" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/ red marks on part of my shoulder/burn to left shoulder [thermal burn] , burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/the skin had come off [skin exfoliation] , swelled her shoulder [joint swelling]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old black female patient non-pregnant, no post-menopausal, started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device lot number n59796, expiration date jun2019) from (B)(6) 2017 at an unspecified dose for shoulder pain. Medical history included work injury. There were none concomitant medications. She had been using thermacare for more than 5 years and did not experience the same problem/symptom during previous use. She did not previously use other heat products for pain relief. The consumer said that the thermacare joint pain therapy heatwrap burnt her skin after wearing it for 6 hours on (B)(6) 2017. She noticed the burns on her shoulder after removing the heatwraps on (B)(6) 2017. Thermacare joint pain therapy heatwrap burnt a piece of her skin off of her shoulder, it left burn marks on her skin, and swelled her shoulder on (B)(6) 2017. The burn marks were about the size of the thermacare cells, and one of the cells literally burnt her skin off. She had a picture of the burn. She removed the patch, she had red marks on part of her shoulder and burn on the same shoulder were the skin had come off. Burn to left shoulder. She said that she would have an appointment with the company physician on (B)(6) 2017 for the burn. Later she reported that she did not consult a healthcare professional for the problems/symptoms. No treatment or recommendation was given. The consumer said that she couldn't even put on a shirt to go to work. No relevant tests to report. The patient was not hospitalized for the events. The consumer classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 2 hours. She read the usage instructions on thermacare before she used the product.. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The burn to left shoulder lasted 10 days. The outcome of the event burn to left shoulder was recovered in (B)(6) 2017. The outcome of other events was resolved in 2017. The consumer thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (22mar2017): new information received from a contactable consumer includes: product start date, stop date, medical history, events onset date, stop date, outcome. The patient was not hospitalized for the events. Follow-up attempts are completed. No further information is expected. Follow-up (22mar2017): this contactable consumer reported by way of consumer questionnaire. This female patient started to use thermacare heatwrap advanced joint pain therapy on her left shoulder on "(B)(6) 2017". She discontinued to use thermacare heatwrap after using it for 6 hours directly on the skin of her left shoulder on (B)(6) 2017. Alternatively it was reported that the patient used thermacare heatwrap for 4 days. It was reported that she checked her skin frequently while using thermacare heatwrap.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer's returned sample does not provide any additional evidence of why the consumer was allegedly burned by the wrap. It was reported that the sample was returned to the manufacturer and further investigation was not required. Final confirmation status was reported as not confirmed.

Event description:
Burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/ red marks on part of my shoulder/burn to left shoulder [thermal burn] , burnt her skin after wearing it for 6 hours; left burn marks on her skin; burnt a piece of her skin off of her shoulder/the skin had come off [skin exfoliation] , swelled her shoulder [joint swelling] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient non-pregnant, no post-menopausal, started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device lot number n59796, expiration date jun2019) from (B)(6) 2017 at an unspecified dose for shoulder pain. Medical history included work injury. There were none concomitant medications. She had been using thermacare for more than 5 years and did not experience the same problem/symptom during previous use. She did not previously use other heat products for pain relief. The consumer said that the thermacare joint pain therapy heatwrap burnt her skin after wearing it for 6 hours on (B)(6) 2017. She noticed the burns on her shoulder after removing the heatwraps on (B)(6) 2017. Thermacare joint pain therapy heatwrap burnt a piece of her skin off of her shoulder, it left burn marks on her skin, and swelled her shoulder on (B)(6) 2017. The burn marks were about the size of the thermacare cells, and one of the cells literally burnt her skin off. She had a picture of the burn. She removed the patch, she had red marks on part of her shoulder and burn on the same shoulder were the skin had come off. Burn to left shoulder. She said that she would have an appointment with the company physician on (B)(6) 2017 for the burn. Later she reported that she did not consult a healthcare professional for the problems/symptoms. No treatment or recommendation was given. The consumer said that she couldn't even put on a shirt to go to work. No relevant tests to report. The patient was not hospitalized for the events. The consumer classified her skin tone as medium (neither light nor dark). She did not have sensitive skin. She did not have any abnormal skin conditions. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare every 2 hours. She read the usage instructions on thermacare before she used the product.. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The burn to left shoulder lasted 10 days. The outcome of the event burn to left shoulder was recovered in (B)(6) 2017. The outcome of other events was resolved in 2017. The consumer thought there was a reasonable possibility that the events were related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (22mar2017): new information received from a contactable consumer includes: product start date, stop date, medical history, events onset date, stop date, outcome. The patient was not hospitalized for the events. Follow-up attempts are completed. No further information is expected. Follow-up (22mar2017): this contactable consumer reported by way of consumer questionnaire. This female patient started to use thermacare heatwrap advanced joint pain therapy on her left shoulder on "(B)(6) 2017". She discontinued to use thermacare heatwrap after using it for 6 hours directly on the skin of her left shoulder on (B)(6) 2017. Alternatively it was reported that the patient used thermacare heatwrap for 4 days. It was reported that she checked her skin frequently while using thermacare heatwrap. Follow-up (31mar2017): this contactable consumer reported by way of consumer questionnaire, reportum and product summary investigation results. This female patient used thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist) (device manufacture date: 19jul2016, (B)(4)) red color box from (B)(6) 2017. It was reported that the product was used directly on skin and checked skin frequently. It was not heated the wrap in microwave and neither re heated at all during usage. The investigation results revealed on 31mar2017 which includes the visual inspection of a retain sample included one carton and the four pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 08feb2017 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation (burn) received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the five day run report a total of 158 wraps tested for individual cell temperature, wrap average temperature and individual wrap temperature. All wraps met the required temperature in process limit. A total of 6000 pti (pouch leak) tests were performed with 26 failures. Pouch leak maximum acceptance limit for a sample size of 5950 pti tests is 109 failures per cd-40761 single sampling plan extension for thermacare pouch leak test, effective date (B)(6) 2017. There were no wrap attribute or variable defects recorded for the batch. There were no pack attribute defects recorded for the batch. The shift production record was reviewed, there were no abnormal occurrences during the manufacturing of this batch. There are no known site investigations associated with this batch involving wrap temperatures. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The evaluation of the consumer's returned sample does not provide any additional evidence of why the consumer was allegedly burned by the wrap. It was reported that the sample was returned to the manufacturer and further investigation was not required. Final confirmation status was reported as not confirmed. Amendment: this report is being submitted to amend previously reported information: malfunction in device sub tab was updated from blank to no.